Manufacturer narrative:
Hvad pump (B)(4) and outflow graft lot #358805-7698 were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "inadequate flow rate" and "high power" were confirmed via review of controller log files, which revealed a decrease in estimated flow and power consumption starting on (B)(6) 2017 leading to parameters below the normal operating range from (B)(6) 2017 to (B)(6) 2017. Some 98 low flow alarms have been logged since (B)(6) 2017. A rise in power consumption was then logged starting on (B)(6) 2017 to a peak of 4.5w on (B)(6) 2017 outside of normal power consumption. 1 high watt alarm was logged on (B)(6) 2017 at 07:19:37. Of note, the site reportedly found the outflow graft to be kinked when the patient was hospitalized for low flow alarms. The surgeon cut the graft and made a new one; parameters returned to normal thereafter on (B)(6) 2017 per the log files. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "inadequate flow rate" may be attributed to kink in the outflow graft. Based on review of historical data of similar "high power" events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Outflow graft -358805-7698 (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: outflow graft /(B)(4)/ catalog number: 1125 / expiration date:04/30/2020. Not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The IFU contains a warning that states, "do not allow anyone but a surgeon, physician's assistant or surgical assistant trained in the procedure to attach the outflow graft to the pump, as a loose graft connection may lead to bleeding and/or an air embolus." It also states,"warning! Do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the intensive care unit (ICU) when the flow and power rose again. A preliminary log file analysis was performed which revealed one high watt alarm logged on (B)(6) 2017 with the rise in power consumption starting on (B)(6) 2017 to a peak of 4.5 watts on (B)(6) 2017 outside of normal power consumption.  There was a suspicion that there was an occlusion at the outflow. As a result, the surgeon went in via left thoracotomy. During the thoracotomy, the surgeon found that the outflow graft was kinked so the surgeon cut it and made a new one. After the kink was resolved, the power rose and the patient had a pump exchange. The patient was reported to be doing well.